Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer was able to resolve the issue on their own by switching the input to dvi1 (digital vide input). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was reported that the problem was solved by the customer switching to dvi1 and the monitor worked. As a result, because the device was not returned, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer resolved the issue by switching the input on the digital visual interface 1. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display color bars. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.